Event description:
Event description cpi received information that during a follow-up test this implantable cardioverter defibrillator (ICD) was unable to perform a capacitor reform. The capacitor reform timed out at 32 seconds. It was noted that this patient was lost to normal follow-ups.